Event description:
It was reported that patient had a non union fracture. Patient had a zimmer stem, tibia and femur. Unknown plates and a stryker total hip. Between the cemented stem; trident psl cup and stem there was a non union. Surgeon removed the tibia, and femur, and acetabular shell and stryker total femur. No further info, med records, implant info avail as per hospital policy. Clarification via phone call with sales rep reveals that it was a zimmer knee and stryker hip. Between the zimmer knee and stryker hip there was a non union.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown eon stem an evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer .

Event description:
It was reported that patient had a non union fracture. Patient had a zimmer stem, tibia and femur. Unknown plates and a stryker total hip. Between the cemented stem; trident psl cup and stem there was a non union. Surgeon removed the tibia, and femur, and acetabular shell and stryker total femur. No further info, med records, implant info avail as per hospital policy. Clarification via phone call with sales rep reveals that it was a zimmer knee and stryker hip. Between the zimmer knee and stryker hip there was a non union.

Manufacturer narrative:
The event was not confirmed as reported device was not provided for evaluation and an x-ray was provided to a consulting clinician who rejected it for review as insufficient information was provided. Device history review: could not be performed as no product identification was provided. Complaint history review: could not be performed as no product identification was provided. The exact root cause of the event could not be determined due to insufficient information provided.